Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht command 18 guidewire (gw) was advanced together with x support micro catheter in the retro-approach to the heavily calcified, right anterior tibial artery. Although no resistance was noted during advancement, the lesion was stiff. Therefore, the ht command 18 gw was removed to exchange it for an 0.014 inch gw. After the command 18 gw was removed, the distal part of the ht command 18 gw had a crumpled polymer jacket. When the physician touched the ht command 18 gw, the distal polymer jacket separated in two pieces, but the core of the guide wire remained in one piece. Although the polymer jacket appeared to be in one piece after removal, the physician was concerned about the possibility that there are polymer pieces from the ht command 18 gw that may have separated in the patient, that he could not visibly see. A ht command 14 gw was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned wire and the reported detachment and polymer peeling were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, it does not appear that any portion of the polymer remained in the patient anatomy as the polymer that was returned measured 14cm in total versus the specification of 10cm. The 14cm measurement is likely due to the noted damages to the polymer. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.